Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue in (B)(6) 2014. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2018. A fundoplication was performed immediately after device explant. Device was found in the correct position/geometry. It was noted that there was a "dense capsule and scar tissue in the region of the linx and surrounding it."